Event description:
Pt revised, due to pain. Found cement mantle had failed.

Manufacturer narrative:
Examination was not possible, as no samples were returned. The investigation was limited to the info provided, as the part and lot number required to review the device history records or complaint database were not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional info be received the investigation will be reopened. Depuy considers the investigation closed.